Event description:
Pt with latex allergy. All latex precautions taken per hosp policy. Angiography drape used to prep pt. When procedure completed, pt had raised, reddened areas bilaterally where drape adhesive rested at groins. Treated with silvadene. Initial contact with co indicated adhesive contained "rubber" and with subsequent contact acquired product did not.